Event description:
During a remote follow-up, a diagnostic anomaly resulting in missing impedance measurements was observed on the device. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.